Event description:
It was further reported that additional information received indicated the ICD was explanted and, during the procedure a check was performed for rv lead impedance measurements and they looked for marks on the can.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went into power on reset (por). At the time for the por a true ventricular fibrillation (vf) episode was detected and terminated by appropriate shock therapy. During the vf episode it was noted that a short charge time occurred. It was also reported that the ICD was approaching recommended replacement time (rrt). As a result, the ICD was planned for replacement. It was suggested that arcing from the right ventricular (rv) lead to can due to insulation breach of the lead contributed to the por. The rv lead remains in use, and diagnostic/troubleshooting/testing was recommended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter(sic). Analyst commented, beginning (B)(6) 2015, 3 ventricular sensing integrity counts (sic); ventricular fibrillation (vf) detected episodes with lead noise oversensing and inappropriate shocks.